Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation determined the event was consistent with a maintenance issue. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 core unit 150 (jp vers.) Serial number is (B)(6). The field service engineer reviewed all the results and noted that the repeat results were consistent with the initial results. He verified the calibration results. Further testing was performed with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 (lpa2) assay results from two patient samples tested on the cobas 6000 core unit 150 (jp vers.). Sample 1 the initial result was 285.30 nmol/l with an invalidating data flag. The first repeat result in decreased mode was 175.81 nmol/l. The second repeat result with the patient sample at manual 2-fold dilution was 71.57 nmol/l with a final computed result of 143.14 nmol/l. The third repeat result in the original mode was 229.74 nmol/l. Sample 2 the initial result was 249.26 nmol/l with an invalidating data flag. The first repeat result in decreased mode was 140.22 nmol/l. The second repeat result with the patient sample at manual 2-fold dilution was 68.22 nmol/l with a final computed result of 136.44 nmol/l. The third repeat result in the original mode was 181.24 nmol/l. The questionable results were not reported outside the laboratory as they did not match the patients' clinical diagnoses.